Manufacturer narrative:
A complete lead was returned in one piece measuring 86.2 cm for the reported event of high capture thresholds. Visual and x-ray examination found no anomalies. No conductor fractures or internal shorts were noted. The reported event was unconfirmed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-02296. It was reported that the patient presented at a pre-discharge check after a biventricular pacemaker implant procedure. Upon interrogation, the right ventricular lead exhibited loss of capture and the left ventricular lead exhibited high capture thresholds. The physician explanted and replaced both leads. The patient was in stable condition.